Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Visual analysis: device photograph(s) for the device related to the reported event of deflation was reviewed on set 11, 2020. The patch information is not visible in the photo. Visual analysis of the photographs identified:yellow and red particles on the surface shell, crease fold, wear abrasion.

Event description:
Device has been explanted.

Event description:
Healthcare professional additionally reported "delamination" and "valve leak/damage."